Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle was chipped and component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the universal cable whereas additional reportable malfunction of chipped light guide bundle occurred due to component failure of the distal end of the video telescope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.